Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that their transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. Data was received; however, it does not reflect the full investigation window. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).